Manufacturer narrative:
Event occurred in (B) (6).

Event description:
Reporter stated that the inform meter's internal contacts are burned. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.